Manufacturer narrative:
E1 reporter phone #: (B)(6). A philips field service engineer (fse) confirmed intermittent issues with speaker on device, with a 'speaker malfunction' alarm present. The fse found that the device was still functional however some alarms were noticeably quieter. The speaker was replaced, and the device was operational after repairs were completed.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that a 'speaker malfunction' error message was displaying at the top of the screen. The allegation indicates that the user is unable to hear. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.